Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure to clean an infection that occurred in the pocket. No other adverse patient effects were reported. The device and this right atrial (ra) remain implanted and in service.

Manufacturer narrative:
No additional information is available. If any additional information does become available, this report will be updated.